Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It is likely the view was rotated 90 degrees because there was an error in the contents set by the user and it's likely there is no anomaly in the device. The failed leak test was due to a bad video connector and the movement of the focus ring was not smooth.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information that was received from the customer.

Manufacturer narrative:
The device referenced in this report was returned to olympus. The customer's report of field of view was rotated 90 degrees-upside down was confirmed due to incorrect user setting. Additionally, the video connected failed on water leak test although there were no visible cracks and the focus ring rotation was not smooth. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported, during reprocessing, it was found that the field of view was rotated 90 degrees and the image was upside down on the high definition camera head. There was no patient/user injury or harm reported to olympus.